Event description:
It was reported that the customer received a motor error alarm, and is unable to rewind the insulin pump. Customer's blood glucose level at the time 6.8mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, and prime tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery alarm or occlusion tests due to the motor error alarms. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and cracked battery tube threads.